Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3550-39, lot# n302338, implanted: (B)(6) 2011, product type: accessory; product ID 355531, lot# n301353, implanted: (B)(6) 2011, product type: screening device. (B)(4).

Event description:
It was reported that the patient was put into an MRI scanner for about 7 minutes today until they realized the patient had device. It was noted that they stopped scanning and the patient felt fine. It was noted that the MRI was a 1.5 tesla machine, scanned with an m-flex coil and surface coil. It was noted that the patient was put into the coil head first and went to the elbow which was at the patient¿s side. It was noted that afterward an x-ray was performed to get the device information. It was noted that the patient was confused and did not report having an implantable neurostimulator and did not have an implant card. It was noted no heating or shocking was reported. It was noted that the patient stated that ¿it was not working¿ and that ¿they turned if off¿ and said that it was disabled. It was noted that the patient was admitted to the hospital yesterday however there was no indication that it was related to the device. Additional information received reported that the implant was off at the time of the MRI. It was noted that the patient felt no pain and had no complaints. It was noted that the patient felt normal and had typical pain as the patient always did, with no additional pain. It was noted that the MRI scan was of the elbow. It was noted that the patient did not have the recharger or programmer at the time of the call to check the implant status. It was noted that the facility was unaware the patient had an implant prior to the MRI. Additional information has been requested, but it was not available as of the date of this report.